Manufacturer narrative:
The na electrode lot number is dmk12, and the expiration date is 25-feb-2026. The cl electrode lot number is dvv91, and the expiration date is 09-feb-2026. The calibration was acceptable. The qc initially failed but passed when it was repeated. The field service representative found that the ise (ion-selective electrode) dilution vessel was chipped and cracked. He replaced the dilution bath assembly and the dilution nozzle. He performed checks and tests with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable test results for 4 patient samples on a cobas 8000 ise 1800 module. Results for the following electrodes were affected: sodium electrode and ise indirect cl for gen.2. Sample 1: the initial na result was 159 mmol/l, and the repeated result was 145 mmol/l. Sample 2: on (B)(6) 2025, the initial na result was 140 mmol/l, and the repeated result was 134 mmol/l. The initial cl result was 89 mmol/l, and the repeated result was 98 mmol/l. Sample 3: on (B)(6) 2025, the initial cl result was 94 mmol/l, and the repeated result was 106 mmol/l. Sample 4: on (B)(6) 2025, the initial cl result was 90 mmol/l, and the repeated result was 101 mmol/l. The samples were repeated because the initial results were questioned by the doctor. The repeated results were reported on another module, and they were believed to be correct.